Event description:
It was reported that the bd discardit¿ ii syringe experienced foreign matter in device. The following information was provided by the initial reporter: on (B)(6) 2022, it was noticed that in the bd discardit ii 20ml syringe, after pulling out the plunger,particles of row material from the plunger appeared inside the cylinder.the test was repeated many times with other syringes and the situation repeated each time. Removal of the plunger takes place during the procedure of feeding the newborn through a gastric tube.

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided material number 300296 and lot number 2209176. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for review; however, the retained samples did not show any signs of defect. Based on the provided feedback, we have concluded that the observed particles are most likely composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2208132. Medical device expiration date: 31-jul-2027. Device manufacture date: 01-aug-2022. Medical device lot #: 2209176. Medical device expiration date: 31-aug-2027. Device manufacture date: 01-sep-2022.

Event description:
It was reported that the bd discardit¿ ii syringe experienced foreign matter in device. The following information was provided by the initial reporter: on (B)(6) 2022 ...it was noticed that in the bd discardit ii 20ml syringe, after pulling out the plunger,particles of row material from the plunger appeared inside the cylinder.the test was repeated many times with other syringes and the situation repeated each time. Removal of the plunger takes place during the procedure of feeding the newborn through a gastric tube.